Manufacturer narrative:
Approximately 6 months postoperatively, patient underwent revision surgery due to si joint pain. No additional patient information or radiographs have been provided. The devices have not been returned. Available information suggests the explants were discarded as having exhibited no malfunction. No further investigation can be completed at this time. Root cause has not been determined. Labeling review: "potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union, fracture of the vertebra, neurological, vascular or visceral injury, metal sensitivity or allergic reaction to a foreign body, infection, decrease in bone density due to stress shielding, pain, discomfort or abnormal sensations due to the presence of the device, nerve damage due to surgical trauma . . . "

Event description:
On (B)(6) 2016 patient underwent a posterior fixation procedure from l2-s2 including iliac fixation. On april 21, 2017 it was reported that the iliac bolts (s2) were removed due to si joint pain. The remaining construct was not changed. No patient injury was reported.